Event description:
It was reported that the customer's bg value displayed as  "low"; however, specific value was not provided. Customer resumed insulin as a treatment action. Despite having the control-iq feature activated on the pump, which uses ciq software, correction factors were incorrect. Technical support recommended consulting a healthcare professional to update the correction factors, and the customer acknowledged this advice.